Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a160, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a160, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient had a coupling problem. The patient was able to get 8 coupling boxes 1.5 months ago and the day of this report was only getting 2 boxes. The patient had trouble getting bars over 2. The issue started a couple of weeks ago. Antenna locate feature was used and coupling remained poor. The patient was using the recharging belt and lying on her stomach in bed. Another recharger (insr) was used at the last appointment and only 2 bars were seen. The end result was noted to be good stimulation but only 2 coupling bars. The manufacturer representative (rep) noted the patient¿s device felt superficial enough to get good coupling. The rep and physician agreed that the implantable neurostimulator (ins) was positioned correctly and did not appear to be angled in the pocket. The rep noted the ins appeared to be flush to the surface of the skin. An x-ray was taken at the last appointment to ensure it had not flipped. The rep stated, the ins was not tilted in the pocket. It was noted, the device was proper position and they did not think the ins was flipped. Later, it was noted, the ins may be flipped. The flip was not confirmed at this time. An x-ray was provided (it was unclear if it was the ap or pa view). Technical services believed the ins was flipped at this time. The ins was rotated 90 degrees to the right. The header block was in the 3 o¿clock position instead of the 12 o¿clock position. The rep indicated that the lead was maybe exiting toward the top which as opposite of what is known for proper placement of the ins. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the x-ray was used to view the ins. The manufacturer representative (rep) was told it was ap view. It was noted that based on the rep's ability to only get 2 bars and the position of the leads coming off the ins, it was determined to be flipped. The patient requested the ins to be removed and not replaced. The date of explant was unknown at the time of this report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.